Manufacturer narrative:
(B)(4). The device history record for zimmer meshgraft ii serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink as well as sap and the medicrea database to query for all repairs on serial number (B)(4) prior to 26 february 2019, the device was noted to have not been previously repaired. The reported event was confirmed by the service technician who performed the evaluation and repair. On 26 february 2019, it was reported from (B)(6) kft that a meshgraft had a damaged cutter and needed the ratchet reassembled on (B)(6) 2019. The customer returned a zimmer meshgraft ii, serial number (B)(4), for evaluation. Evaluation of the device on 11 february 2019 noted that the ratchet was in pieces and that the cutter was defective. Further testing on 12 february 2019 noted that the device did not cut an adequate graft and the cutter did not have an acceptable surface. Repair of the meshgraft on (B)(6) 2019 involved replacing the cutter and reassembling the ratchet. The technician then tested and verified that the device was functioning as intended on (B)(6) 2019 and the device was returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that the cutter was damaged and that the ratchet was disassembled, it cannot be determined from the information provided as to what caused the issues to occur. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the device had an issue and repair is needed for it. Event occurred during repair/inspection. No adverse events were reported as a result of this malfunction.